Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the nursing staff had difficulty tightening the screw on the motor lock multiple times throughout the shift. There were some days when the screw was tightened in the morning, and it remained tight throughout the shift. The situation was continued to be monitored. The patient then developed hemolysis and the motor was switched and the issue resolved.

Manufacturer narrative:
Section a3: patient gender not provided. Corrected: section a1: patient identifier corrected. Section a2: patient age/dob corrected. Section a4: patient weight corrected. Section d4 - catalog number: corrected. Section d4: primary UDI number corrected. Manufacturer's investigation conclusion: the reported event of having to tighten the screw on the motor lock multiple times was unable to be confirmed. A log file was extracted from the returned centrimag console l06529-0003. A review of the log file contained data spanning approximately 3 days on (B)(6) 2024 per timestamp). All of the captured data appeared to show the console and motor operating as intended throughout the log file. The centrimag motor (serial number: (B)(6) was evaluated at the service depot. No physical anomalies were observed. The motor was connected to the associated primary console and a test loop. The system was run for several days as intended and no issues with the locking screw of the motor were observed. The reported event was not able to be reproduced. The console and motor were functionally tested and passed all tests without issue. The console and motor were returned to the customer site. Per the information provided by the account, switching the motor resolved the issue. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the centrimag motor (s/n: (B)(6) and the motor was found to pass all manufacturing and qa specifications. The 2nd generation centrimag system operating manual (rev. M) section 10 ¿ ¿emergency/troubleshooting¿ provides instructions for operation when there is a need to exchange the main console or motor with a backup console or motor. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. Centrimag motor instructions for use (rev. G) instructs the user to inspect the centrimag motor, cable, console connector, and locking mechanism for any damage prior to use. If any component is damaged, do not use the centrimag motor. This document states that if the unit fails to operate according to the motor specifications or a console diagnostic error indicates a centrimag motor malfunction, it should be returned. Additionally, this document instructs the user to always have a spare centrimag motor and back-up equipment available. No further information was provided. The manufacturer is closing the file on this event.